Manufacturer narrative:
On (B)(6) 2019, additional information received, indicated that patient is scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/7/2020, additional information received indicated that the replacement devices are as follow: right replaced with cat#:3504254bc, sn#:(B)(6), left replaced with cat#:3504254bc, sn#:(B)(6). The information also indicated that there was severe capsular comtracture on the right side. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 29, 2010: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed in the edges of the rupture, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2020 mentor became aware that the supplemental with manufacturer report number:1645337-2019-11658 has error on the date of investigation in h10 as year 2010 which is incorrect and the correct year is 2020 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Addition information received on june,12th 2020, indicates that the left device lot number is 5917565, sn#: (B)(6) which was reported as right device identification in previous report. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number on the device is 5846442. And there was a typo error on catalog number on the initial submission which the correct catalog number is 3507375bc. On (B)(6) 2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/13/2020, additional information received indicated that the date of explantation was on (B)(6) 2020. On 1/31/2020,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/12/2019, mentor became aware through mentor device tracking that the previous reported lot, and catalog number belonged to different complaint and the serial and catalog number for this complaint is (B)(4), 3503754bc. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 375cc silicone breast implants which the left side ruptured after implantation. The issue confirmed by mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.